Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, (B)(4). Product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp was doing a lead revision on a patient who had decreased symptoms after a recent water tubing ride. The patient experienced symptoms similar to ¿bacterial meningitis¿ (which included the patient vomiting) as the physician ramped up the amplitude to see if reprogramming was possible to avoid revision. It was noted that the nausea symptoms immediately resolved when the stimulation was turned off. No further complications were reported/anticipated.